Manufacturer narrative:
Ge healthcare completed acoustic noise testing on the system. The mr system is within spec per the nema and iec standards for acoustic noise. The mr safety manual 2381696-100, rev 11, states "warning hearing protection is required for all people, including the mr worker, in the magnet room during a scan to prevent hearing impairment. Acoustic levels may exceed 99 dba. Pt hearing protection with a noise reduction rating (nrr) of 29 db or better is required to reduce acoustic level below 99dba. The a-weighted rms sound pressure level is measured according to section 26e and 26g of iec 60601-2-33:2002." The site provided hearing protection to this pt with a snr value of 27 db, which converts to a nrr value of 23 db. Following the event, hearing protection was changed by the site per ge healthcare's recommendation to a 3m model 1100 with a snr value of 37 db, which converts to a nrr value of 33 db.

Event description:
It was reported that a pt was diagnosed with hearing loss after a mr head scan. The pt is reportedly under the care of a physician, and was prescribed a corticoid. The scan reportedly lasted approx 23 minutes, and the pt was provided with hearing protection with a snr (single number rating) value of 27 db (decibels).